Event description:
My doctor placed libre 3 plus on. My first reading was 53. I immediately panicked and ate something to quickly bring it. Alarm kept going off and went to 54, then to 53. Went to urgent care and my glucose was 127. This wasn't just a huge inconvenience financially but mentally. I really thought I was having a crisis. Then the device stopped working all together. I called the company and it was terrible service. They didn't understand what I was saying and I just ended the call. Got no resolution minus the offering of another. This is very dangerous and not everyone has a finger stick device available 24/7.